Event description:
It was reported that approximately four years post-implant, two separate lead integrity alerts (lias) had triggered due to high rate non-sustained (hrns) episodes and sensing integrity counter (sic). A review of the episodes by qualified personnel suggested that the alerts possibly triggered during a surgical procedure, as there was oversensing and noise seen on both atrial and ventricular channels. In addition, right atrial (ra) lead thresholds have been high, and p-waves have dropped since the date of the alerts. There was t-wave oversensing (twos) observed on the right ventricular (rv) lead on that same date. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.